Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative verified the "gas loss in ia circuit" entries in service diagnostics alarm logs. Tested the unit with balloon and trainer. It was unable to duplicate the complaint it was found incorrect time and date on recorder. Replaced the executive processor board. Calibrated to factory specifications. Performed functional and safety tests. Pump was returned to the customer. The replaced part was received at the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when the evaluation is completed. Ref: (B)(4).

Event description:
The customer reported that while the pump was in use on a patient noticed the alarm "rapid gas loss. The unit was replaced. No patient injury was reported.